Manufacturer narrative:
The device was received for evaluation. During evaluation, the speaker was found with low volume setting. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation found the speaker volume was set to low. Sound restored to proper med setting solved the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.